Event description:
It was reported that the device would go into its self test upon power up, but would not complete the power cycle. The device would not have been able to be used, if needed.there was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control has provided the hospital biomed technical support regarding the reported failure. The biomed has not been able to provide information regarding the status of the repair of the device. The device has not been returned to physio-control for evaluation.

Manufacturer narrative:
The customer has advised physio-control that they have replaced the flex cable assembly which connects the user interface pcb to the board stack. Proper device operation was then observed through functional and performance testing. The device was then returned to the end user for use.